Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-26430 for details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient got tremors every time they went to the gym. It was unknown if there was a possible emi source. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that they let the battery go completely ¿empty¿ for 5 days the charged it again. During the charging the patient felt ¿continual electrical charge¿ on their left side, from their head to feet and arm/hand. The patient stated that they kept charging and the left battery got very warm. They mentioned that now both batteries about the same. The patient reported that after 24 hours, they felt a ¿small electrical charge¿. The patient further noted that after ¿having left it off for 5 days, I never had to turn it back on¿. The patient stated that their tremors issues were better, but they were not ¿totally back to normal¿. There were no further complications reported or anticipated.